Event description:
The manufacturer received information dizziness and/or headache. There was no report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box d. The following correction has been updated in this report. In box b: model number, catalog item identifier and product UDI were corrected. In box e: reporting address state were corrected.